Manufacturer narrative:
The pump was returned to animas. The ok and up arrow buttons were intermittently activating pump functions when pressed. After removing the keypad rubber, adhesive was found under button contacts and the ok and up arrow button contacts were misaligned.

Event description:
The distributor reported that the ok button has been stiff. He said it was concave and did not activate pump functions when pressed.